Event description:
It was reported that the device was explanted at implant for unknown reasons. The replacement product is unknown. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned, as it was discarded at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.